Event description:
The patient reported that the v-go she was wearing on (B)(6) 2019 became loose after only having it on for approximately 9 hours. The patient is preparing the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient places the v-go on her abdomen area.